Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s screen being blank was not confirmed. The system controller (serial number (B)(4) ) was not returned for analysis. Available information for this event indicates that the exchanged controller was disposed, and the patient's status was reported to be stable. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(4) , showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s screen, and to obtain replacements if needed. The heartmate ii patient handbook (section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's controller had a dead display screen. The numbers and alarms were unable to be read. There was no major or obvious damage noted. The controller was exchanged. The patient was stable.